Event description:
Pt was admitted to hosp w/ acute exacerbation of c.o.p.d. Three days later, pt was intubated due to respiratory failure and placed on 7200 ventilator w/out incident. Pt was transfered to the intensive care unit. The next day, at 5pm the rn in the intensive care unit called respiratory stat to respond to the pt's ventilator alarm. The ventilator had code 99 and safety valve open. This appeared on the ventilator window. The rn removed pt from ventilator after the alarm activated. Pt was ambued with 02. Ventilator was removed. Pt was placed on another 7200 ventilator. There was no negative pt out-come.